Event description:
It was reported by the customer that on (B)(6) 2010 the fiber forward fired at 154,474 joules. Also, it was reported that the fiber was damaged at the tip. No pt injury was reported. The device was not returned for eval.